Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 550 mg/dl. The customer delivered a bolus via the pump prior to going to the ER visit to address bg and was treated with intravenous fluids of saline and insulin while in the hospital. Reportedly, customer experienced kidney failure. Reportedly, the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have. Customer was discharged from the hospital (B)(6) 2025 with the issue resolved.